Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock due to myopotential noise detected on the secondary 1x sensing vector. A follow-up visit was performed, during which the primary vector was automatically selected during setup. Provocative maneuvers were conducted and demonstrated appropriate noise recognition and baseline signal acquisition during postural changes. Boston scientific technical services (ts) was consulted for data review. Based on the review, the cardiologist changed the sensing configuration from the secondary 1x vector to the primary 1x vector, which exhibited a higher r-wave amplitude. Additionally, smart charge was increased to 14 intervals, while the tachycardia detection zones remained unchanged at 210-240 bpm. Ts advised that consideration could be given to programming the primary vector gain to 2x to improve discrimination of myopotentials, as the r-wave amplitude does not exceed 1.2 mv. No adverse patient effects were reported. The patient will continue to be monitored, and the system remains in service.